Event description:
A pt reported blood glucose results of "1.8mmol/l, 7.7 mmol/l, and 1.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter was replaced.

Event description:
A patient reported blood glucose results of "1.8n mmol/l, 7.7 mmol/l, and 1.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <- 1.11 mmol/l, therby indicating a potential malfuntion of the meter in terms of precision. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/supplemental report text- 11/4/2005: the lay user/patient's products have been returned and evaluated by lifescan product analysis on 10/25/2005 with the following findings: the returned test strips passed visual testing, but they failed functional testing with control solution. The retain test strips were also tested and they passed with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.